Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("recurrent infections") in a 28-year-old female patient who had essure (batch no. 853551(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), menorrhagia ("dysmenorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("abnormal menstruation"). At the time of the report, the pelvic infection, alopecia, abdominal pain, pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced recurrent infections, amongst non serious events. Recurrent infections, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering that recurrent infections occurred after essure insertion and the lack of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who on or about (B)(6) 2014, following discussion with her physician concerning safe and effective birth control options, had essure (fallopian tube occlusion insert) coils inserted. Sometime following the implantation, plaintiff began to experience symptoms that included, but are not limited to, severe cramping, hair loss, dysmenorrhagia, abnormal menstruation, and recurrent infections. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced recurrent infections, amongst non serious events. Recurrent infections, seen as pelvic infection, is anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering that recurrent infections occurred after essure insertion and the lack of alternative explanation, causality between event and essure cannot be excluded. This case was regarded as incident, due to serious injury related to essure. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("recurrent infections") in a 28-year-old female patient who had essure (batch no. 853551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), menorrhagia ("dysmenorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and menstrual disorder ("abnormal menstruation"). At the time of the report, the pelvic infection, alopecia, abdominal pain, pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic infection, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Lot number added. Events abnormal bleeding (vaginal), dysmenorrhea (cramping), pelvic pain, vaginal pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.